Manufacturer narrative:
Product analysis: analysis was able to confirm the epg display was broken. Analysis also noted that the display wires were pinched but the insulation was not compromised, the keypad was damaged, and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display screen of the external pulse generator (epg) was broken. The epg is expected to be returned for repair. There was no patient involvement.